Manufacturer narrative:
Age at time of event: over 18. (B)(4). The device was returned with the steering knob in the left curve position however the tip was not curved. Ring 1 seal is compromised. There is a kink located approximately 15mm from the distal tip which is immediately proximal to ring 1. The kink was not evident until the right curve was actuated. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray showed a bent center support and one of the steering wires detached. The distal section was dissected. The kevlar wrap is displaced and the center support is bent. One of the steering wires is detached; there is evidence of solder on the center support where the detached steering wire was. The detached steering wire had retracted under the kevlar wrap. The solder joint for the attached steering wire is cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 29nov2017. It was reported that a intellatip mifi¿ xp was selected for a cavo-tricuspid isthmus(cti) ablation. When the catheter was used the pull wire got broken, so the catheter only bent on one side. It was replaced with another of same device and the procedure was completed without issue. No patient complications were reported. However analysis of the device reveled a compromised ring seal.